Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was experiencing issues due to a faulty pyxibus module and latch sensor, and the drawer required excessive force to close properly. A field service engineer replaced the pyxibus module, latch sensor, and full height matrix drawer 3. The field service engineer also inspected the back panel cables and performed a visual inspection. Adjustments were made to ensure proper drawer alignment and function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 3 would not open and could not be recovered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.